Manufacturer narrative:
Addendum to the initial report. This report is being sent to show the 510k number for the bard/davol flat mesh. With the current information available no conclusion can be made. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted.

Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. A manufacturing review was performed and found no evidence of a manufacturing related cause for the alleged event. Based on the information provided no definitive conclusion can be made due to unidentified anatomical location of the bard/davol flat mesh and the multiple meshes implanted. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
The following is based on a review of the patient's medical records provided to davol by the patient's attorney: (B)(6) 2005 - patient was implanted with a "marlex" bard/davol flat mesh during a surgical procedure. No medical records were provided for this surgery. As such it is not known where the mesh was placed and what procedure was performed. (B)(6) 2005 - patient was implanted with a non-davol bard mesh, and two non-bard/non-davol mesh during a surgical procedure. (B)(6) 2007 - the patient underwent implant of a non-bard/non-davol tvt sling during a uterosacral ligament suspension and cystourethroscopy. Medical records indicate, "the vault prolapsed with suture material poking through which is the cause of her bleeding. It appeared to be some form of suture erosion. The old sutures were identified and then excised. (B)(6) 2007- the patient underwent a revision procedure with partial explant of an unspecified mesh and implant of a non-bard/non-davol graft. It could not be determined by review of records if the explanted mesh was in fact the davol mesh implanted in (B)(6) 2005.

Manufacturer narrative:
Note: due to a technical issue, the data in the following fields were not transmitted electronically in the previous submission: (B)(4)